Manufacturer narrative:
The product has not been returned, therefore, a failure analysis could not be performed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further, relevant information, a supplemental med watch report will be filed.

Event description:
A hydrothermablator procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, fluid was observed leaking from the cervix. It should be noted that as a result of a patulous cervix, the physician was unable to secure a seal, therefore, the procedure was aborted. Although attempts were made to obtain further follow up information, it is not known whether or not the patient sustained any burns. There were no further patient complications reported with this event.